Event description:
New information received notes that the patient was stable before, during, and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented remotely via merlin.net transmission, premature battery depletion due to eri was observed on the device. Device is under fsca battery advisory. At another follow up device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.